Event description:
User reports issue with discrepant ammonia results when performing a correlation study between two different tube types. Results were part of correlation study only. The following was provided as an example: initial ammonia result 58.3 umol/l, repeated 36.3 umol/l. A specific root cause was identified, however, the user reports that changing the tube lot appears to have resolved the problem.